Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02022. It was reported that the patient experienced ineffective therapy on their left side. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein a lead was disconnected and a new lead was implanted on the left side to add more coverage. No leads were explanted. Post-operatively, stimulation therapy was restored. It is unknown which lead was disconnected and remains implanted, therefore both leads are being reported.